Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 8 months. The patient remains ongoing on lvad support. However, a portion of percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient¿s lvad produced an alarm at midnight on (B)(6) 2017 while the patient was sleeping and the lvad was on power module support. The patient immediately awoke and changed to battery support, with no further incident. On (B)(6) 2017 the patient presented to the hospital for system controller history interrogation which indicated that the alarm was a pump stoppage. The patient was kept for observation and the lvad was placed on battery power and ungrounded patient cable support only. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted x-ray which showed dark areas of the percutaneous lead shield by the external bend relief. On (B)(6) 2018, technical services arrived onsite and performed a percutaneous lead (driveline) replacement beginning approximately 5 inches from the skin exit site. Post replacement all tests passed. On (B)(6) 2018 it was reported that the patient was doing well at home with the lvad on an ungrounded patient cable, as a precaution. There were no additional pump stop events since the percutaneous lead replacement.